Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the leg of the patient was burnt. Additionally, the patient acquired the burn with the spot cautery tool. The unit did not spark, and overheat. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 15, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). The affected sample was not returned for evaluation, and the lot information was not provided; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.